Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery. Battery / (B)(4)/ model #: 1650- / expiration date: 2017-02-08. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2016-02-08. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4)/ model #: 1650- / expiration date: 2017-02-08. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2016-02-08. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4)/ model #: 1650- / expiration date: 2017-02-08. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2016-02-08. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) / model #: 1650- / expiration date: 2017-02-08. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2016-02-08. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4)/ model #: 1650- / expiration date: 2017-02-08. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2016-02-08. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) model #: 1650- / expiration date: 2018-10-31. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-10-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was inappropriately switching power sources. The controller and six batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller and three batteries (bat314007, bat315141, bat586954) were returned for evaluation. Three batteries (bat313983, bat314919, bat315005) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller and returned batteries passed visual examination and functional testing. Log file analysis revealed that the controller, con311848, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat314007, bat315141, bat586954, bat313983, bat314919, and bat315005. Log file analysis also revealed one controller power up and associated motor start event on 04/21/2018 at 19:35:28, indicating a loss of power to the controller. T he data point logged on the controller's internal logs prior to the controller power up, logged at 19:33:48, revealed that bat314919 was connected to power port 1 with 51% relative state of charge (rsoc) and bat315141 was connected to power port 2 with 81% rsoc. The data point after the controller power up event, logged at 19:36:03, revealed that bat314919 was connected to power port 1 and bat315141 was connected to power port 2. The controller was without power for 10 seconds. As a result, the reported event was confirmed. The most likely root cause of the premature power switching event can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Momentary disconnections were internally investigated. Additional products: battery / bat313983 h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 FDA conclusion code(s): 12 battery / bat314007 h6 FDA method code(s): 4112, 10. FDA results code(s): 3213 FDA conclusion code(s): 12 battery / bat314919 h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery / bat315005 h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery / bat315141 FDA method code(s): 4112, 10 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery / bat586954 h6 FDA method code(s): 4112, 10 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.